Event description:
The device was used during a "rectostomy" procedure. It was reported by the affiliate that the little piece was broken in the anvil. There was no pt consequence.

Manufacturer narrative:
D5,9; h2,3,4,6; g4: added additional info. D6: info not available, device not returned for analysis. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: analysis conclusion: it has been several months since the facility reported this event. The co has not received any further correspondence from the facility about the device which was involved in this reported event. Unfortunately, since the device was not returned to the co, the co is unable to perform an analysis and provide a report to the facility.